Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, defib discharge stress testing without duplicating the malfunction. Review of the device activity logs did not show any evidence to support the customer's report. Therefore our investigation for this reported malfunction was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.